Event description:
It was reported that "patient broke constrained liner, taken to surgery and a new constrained liner implanted."

Manufacturer narrative:
Additional information has been requested and if received will be reported on a supplemental report.